Event description:
It was reported that the pt had an MRI in (B)(6) 2012 that showed deterioration in both joints of the hip. Also she said his blood test levels are acceptable "for now."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.